Event description:
In (B)(6) 2023 dr (B)(6) at (B)(6) did a surgery on me to implant the inspire device for sleep apnea. He only told me I would have numb lip from the surgery. That was not true. After the surgery, I was not treated for extreme pain at (B)(6) med and had to go to another ER hospital to be treated. The adverse effects began immediately after surgery. I could not use the right side of my mouth. My tongue was numb. Swollen 4 times its size. My chest felt like a million fire ants inside of it. My breathing began to get difficult if I bent, sat, or spoke for long periods. For 7 months the surgeon and inspire ignored all requests for help. My primary care contacted inspire and they refused to assist. Found a specialist in (B)(6) to remove the implant in (B)(6) 2024. Since the first surgery though in 2023 my breathing has gotten worse. After years of seeing a pulmonary specialist and neurology specialist we finally determined that dr (B)(6) cut the phrenic nerve leading to my diaphragm causing partial paralysis. If I bend over at all, sit or put any pressure on the diaphragm I pass out immediately. The sniff test and pulmonary function test and nerve tests all show that dr (B)(6) damaged the nerves from the original surgery. I also learned that the serial number of my implant was part of the recall. My jaw also drops open at will. If I'm not conscious of keeping it closed, it will drop open. This occurs at night as well when I try to sleep. After my jaw drops open, my entire mouth throat and stomach all dry up and I wake up choking within 30 minutes. Never getting back to sleep. My condition is so bad now that I either have to have my diaphragm tacked open in place or a phrenic nerve graft. This is not good. My health is deteriorating from all of this.